Event description:
It was reported that during procedure for internal carotid (ic) stenosis, after angioplasty was performed, there was resistance advancing the stent (subject device) at the tip of the guide catheter (non-stryker device) and the stent expanded. The stent was removed with the guide catheter as one unit. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record confirms that the device met all material, assembly and performance specifications. Visual inspection was performed on the returned device and it was observed that the device was returned within a guide catheter which was noted to be flattened to the proximal end, which caused friction during the analysis, and the stent delivery system was unable to be removed from the guide catheter. The was a lot of blood noted within the guide catheter and the stent catheter, indicating that flush may not have been maintained, however this cannot be definitively determined. It is probable that the guide catheter was damaged during the clinical procedure causing the reported event. An assignable cause of caused by other will be assigned to this investigation as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during procedure for internal carotid (ic) stenosis, after angioplasty was performed, there was resistance advancing the stent (subject device) at the tip of the guide catheter (non-stryker device) and the stent expanded. The stent was removed with the guide catheter as one unit. There were no clinical consequences to the patient.